Manufacturer narrative:
As per clinician's review on 11/16/2018, patient has a prior history of breast mammoplasty. She is taking topiramate 100mg, fluoxetine 80mg, alprazolam ER 0.5mg, venlafaxi ne 75mg, montelukast 10mg, levothyroxine 125mcg, leflunomide 10mg, etanercept 50mg/ml manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient had mentor memorygel breast implant gel prostheses implanted, 375cc on the left and 450cc on the right. Post procedure, the patient reported daily headaches and a diagnosis of hypothyroidism starting on 2008. The headaches turned into migraines accompanied by nausea, and light and sound sensitivity. Sjögren¿s syndrome and rheumatoid arthritis were later diagnosed in 2017; which the patient states have kept them from driving on most days, leaving the house, or achieving a productive level within the home. The patient is on medication to treat the conditions. At the time of this report, mentor has received no information regarding explantation or expected explantation date. This report is for the left prosthesis. See manufacturer report number 1645337-2018-06631 for the contralateral prosthesis.